Event description:
Complainant alleged that while cleaning up a pt (age & gender unk) who had expired, the device was delivered two shocks without any user interaction. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.